Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation ablation procedure, when the sheath was inserted into the right atrium and the viewflex catheter was inserted into the sheath, blood leakage was noted from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. No air aspiration or entry into the patient¿s body was confirmed. The only devices inserted directly into the hemostasis valve were the included dilator and viewflex catheter. No additional venipuncture was performed when the introducer was replaced. No particular resistance was noted when the dilator was first inserted into the sheath hemostasis valve. The dilator was properly inserted into the sheath and used as per the procedure.